Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. No device history review can be performed because the lot/serial number is unknown and cannot be traced. The manufacture date is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the opal implant holder wasn't holding on to the spacer properly when trying to load. There was no delay in surgery. Patient outcome is unknown. Concomitant devices: spacer (part # unknown, lot # unknown, quantity 1). This complaint involves one device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device. The returned instrument was examined and the complaint condition was unable to be replicated as only the knob and shaft components of the assembly were received. The handle and sleeve components were not returned. The instrument could not be assembled at customer quality. The part and lot numbers are not etched on these components therefore a device history record review could not be performed and a manufacture date could not be identified. Dimensions of the shaft component were measured and found to be within compliance of the most current drawing revision (03_803_001_01). No definitive root cause was able to be determined as the complaint condition was unable to be replicated. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is unconfirmed. The opal implant holder with pistol grip (03.803.002) is noted in the opal spacer system technique guide where it is one of two options (the other being 03.803.001) for implant insertion. In order to attach an opal spacer to the holder, the knob at the proximal end must be rotated counter-clockwise to open the jaws, after which the jaws can be seated against the implant. Finally the knob can be tightened (clockwise) to secure the implant. Insertion occurs with light impaction and, once the implant is in the correct position, the knob is rotated counter-clockwise to release the implant. Relevant drawings for the returned instrument were reviewed: top-level (03_803_002), shaft (03_803_001_1) and knob assembly (03_803_001_8). Dimensions of the shaft component that holds the implant were measured and found to be within compliance of the most current drawing revision (03_803_001_01¿ measured with caliper). Distance between distal prongs: expected 6.2mm +0.15mm/-0.05mm, measured 6.22mm distal slot opening: expected 1.45mm +/- 0.05mm, measured 1.44mm the design, materials and finishing processes were found to be appropriate for the intended use of these devices. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.